Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching blood vessel in a radical surgery for gastric cancer, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. Surgeon replaced the device to resolve the issue. No patient injury.